Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 450-480 units of insulin on (B)(6) 2016, and the insulin gauge displayed 220 units in the morning, which decreased to 75 units unexpectedly. While being disconnected from the pump during troubleshooting, the customer delivered a bolus of 10.2 units and received an occlusion alarm along with a cartridge alarm 1. During a follow-up call on (B)(6) 2016, the customer was able to load a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.